Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user¿s ilet screen was nonresponsive upon waking. There was no visible crack, though a hairline crack was possible. The screen would not unlock, and none of the buttons functioned. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.